Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported while transporting with 2 oxygen (o2) tanks, the tanks bled out really fast. The staff could hear the leak noise. The ventilator was in clinical use and no harm was reported. The biomed spoke with a remote service engineer and requested the par number to replace the o2 transport manifold. The biomed tested the ventilator and was unable to duplicate the leak. The biomed replaced the oxygen manifold as a precaution and tested again. During this test, the biomed found there was a leak and it was caused by a damaged diss fitting. The damaged diss fitting damaged the o-ring on the manifold. The biomed installed the original manifold, replaced the o-ring, used a different oxygen source, and tested the ventilator again. All tests passed and the issue was resolved. Spoke with a remote service engineer and requested the par number to replace the o2 transport manifold.